Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure 15 years ago. Following the procedure, the patient experienced hematuria and bladder stone. It was reported laser of the bladder stone confirmed erosion of the mesh. No additional information has been provided.